Manufacturer narrative:
This event occurred in (B)(6). (B)(4).

Event description:
The customer stated that they received erroneous results for one patient sample tested for the elecsys tsh assay (tsh) and the elecsys ft4 ii assay (ft4) on an elecsys analyzer. It was asked, but it is not known if the erroneous results were reported outside of the laboratory. This medwatch will cover ft4. Please refer to the medwatch with patient identifier (B)(6) for information related to tsh. The sample initially resulted as 36.250 uiu/ml for tsh and 2.2 ng/dl for ft4 when tested on an elecsys analyzer. The customer questioned the results, so the sample was sent to be repeated on an abbott analyzer. The sample was repeated on the abbott analyzer and the results were 0.0278 uiu/ml for tsh and 1.5 ng/dl for ft4. The results from the abbott analyzer were returned to the customer. The sample was also repeated on the elecsys analyzer after treatment with polyethylene glycol (peg) and the tsh result was 0.052 uiu/ml. The patient was not adversely affected. The model and serial number of the used elecsys analyzer were asked for, but not provided.

Manufacturer narrative:
A new sample was collected from the patient and tested at the customer site on a cobas 6000 e 601 module (e601) on (B)(6) 2017. The sample had the following results: tsh= 41.0 uiu/ml (reference range = 0.50 - 5.00 uiu/ml), ft4 = 1.2 ng/dl (reference range = 0.90 - 1.70 ng/dl), and ft3 = 3.1 pg/ml (reference range = 2.3 - 4.0 pg/ml). The tsh result was questioned by the customer. The sample was repeated on a different analyzer, but no further data could be provided by the customer. It was asked, but it is not known if any erroneous results were reported outside of the laboratory. No adverse events were alleged. The serial number of the e601 analyzer was asked for, but not provided. The ft4 reagent lot number and expiration date were asked for, but not provided.

Manufacturer narrative:
Concerning the new sample collected from the patient and tested on (B)(6) 2017, the erroneous results were reported outside of the laboratory and questioned by the physician.

Manufacturer narrative:
A specific root cause could not be determined based on the provided information. A general reagent issue can most likely be excluded. A sample from the patient could not be provided for investigation, therefore no further investigations were possible. The differences in the ft4 values was most likely due to the different setups, different antibodies used, and different standardization materials/methods used for the ft4 assays from roche and abbott.